Manufacturer narrative:
Additional information was received on february 13, 2020. When the devices were explanted bilateral prosthesis replacement with natrelle inspira breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 11/18/2019. The investigation of the returned device was completed by the failure analysis lab on 11/25/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation of the breast saline implant. During visual evaluation of the sample, two tears (a & b) were noted. Tear a was located on the union between the valve and shell, while tear b was observed on the anterior view measuring approximately 9 cm. Microscopic examination of the edges of the tear b revealed parallel striations. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prostheses experienced bilateral deflation with no trauma post procedure. The deflations were diagnosed with by a physician. As a result, an explant was performed on 10/9/2019. See 1645337-2019-22685 for contralateral prosthesis report.